Event description:
Patient reported left side "implant is ruptured, and water was collecting in the capsule." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side "implant is ruptured, and water was collecting in the capsule." The diagnostic findings of ¿10mm retaining silicone lymph node¿ were also later reported. The device has been explanted and replaced.

Event description:
The diagnostic findings of ¿10mm retaining silicone lymph node¿ were also later reported. Ultrasound was performed. The device has been explanted and replaced.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.